Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that tat insulin pump had buttons was not responding. Customer stated that experienced low blood glucose. Customer¿s blood glucose was 66 mg/dl at the time of incident. Customer was treated with glucose tablets. Customer was already had food and glucagon. Troubleshooting was performed for keypad anomaly. Customer states that there was a response from a button. There was response but it takes few attempts before the pump will work. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button and down button was unresponsive. Customer stated that insulin pump was exposed to moisture during bath. Customer states block mode was inactive. Customer states the buttons were responding now. Customer mentioned that keys were still responding but he still needs to press it several times before it responds. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.